Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to her skin. It was reported that the self-adhesive of the infusion sets were wet with insulin and on other occasions the cannula had come completely out of the patient's body. The customer alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The lot number was not provided. The infusion sets were requested to be returned for product evaluation.